Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm lenght aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant are unknown. It was reported that the patient had complications with an unknown issue. The abdomen was opened and it was found that there was gastro-intestinal bleeding (fistula). The bleeding was addressed and the abdomen was closed; however, the aneurysm was found to be pulsating; therefore, it was opened and the graft components between the two iliac extensions were found to have separated. Since the abdomen was entered, the physician elected to sew a gore-tex tube graft between the separated components. No additional clinical suquelea were reported and the patient is fine.